Event description:
It was reported that patient underwent total hip arthroplasty in 2008. Subsequently, patient was revised at about 11 months later, due to deep infection. The components were removed and replaced with an antibiotic spacer, which was later replaced with new components. No further information received to date.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. No user facility information is available. Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. Review of sterilization certificate shows that lot was sterile released. There are warnings in the package insert that state that this type of event can occur.